Manufacturer narrative:
The sales rep reported that the patient warranted revision surgery as the patient has presented at a&e with an infected knee, so they want to wash out and replace the new poly inserts. The original surgery date was planned for (B)(6) 2024. But actual surgery occurred on: (B)(6) 2024 the new surgery date was (B)(6) 2024. This reported infection has occurred less than 1 year after the primary implant surgery. According to the sterilization records this sn was sterilized using the lts-v. This sn was sterilized on lts-v batch run# (B)(4) on 3/12/2024. There was 1 ncmr for batch run # (B)(4). The cycle did not complete because of a sterilizer component failure during the cycle run. Sn (B)(6) was re-sterilized on lts-v batch run # (B)(4) which completed successfully on 3/14/2024. Reference (B)(4). A review of this sn resulted in no non-conformances and would indicate the device was designed and manufactured to specifications. Endotoxin results were also reviewed and did not record any excursions during the period the product was processed through final manufactuing. Infection is a known complication of joint replacement surgery. Based on the available information, cause of infection cannot be conclusively determined to be related to the device. Fmea-02604 rev ak was reviewed. Infection is a known risk of total knee replacement surgery. The risk of infection is adequately captured within the fmea document. No updates to risk analysis documentation are required at this time. Cannot definitively determine if the device caused or contributed to the failure mode. There is no indication that the device caused or contributed to the cause of the incident reported. No CAPA is required.

Event description:
This patient has presented at a&e with an infected knee so they want to wash out and replace the poly - pending checking that the metal components are ok.